Manufacturer narrative:
This follow-up report is being filed to correct information. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). The packaging was evaluated for being empty and having an opening at the sealed seam. Visual inspection of the pouch shows an incomplete seal and a missing screw. The complaint is therefore confirmed. Examination of returned device found evidence of product non-conformance. Corrective actions have been initiated to address the reported issue.

Event description:
Upon receipt, packaging was open at the seal and device was missing. This event occurred with a demo set; there was no procedure or patient involvement.